Event description:
It was reported that during a call with tandem technical support, customer disconnected tubing at luer lock while they were still connected. Customer claimed they felt insulin go into their body, however there was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.